Event description:
The patient received a trial scs lead on (B)(6) 2011. It was reported that the patient experienced a poking sensation and uncomfortable stimulation. It was also reported that the patient felt as though the trial scs lead had moved. The physician removed the trial scs lead on (B)(6) 2011 without complications and proceeded with a permanent system in (B)(6) 2011. No further information is available at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.